Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the laptop computer and not the rosa robot. Unique identifier (UDI) #: unknown for the laptop computer.

Event description:
It was reported that during the planning of the surgery, surgeon attempted to export patient folder from planning station 5 times following shutdowns, before it was successful.

Manufacturer narrative:
The investigation performed on the surgery data log file pointed out that the issue was due to a lack of memory on the destination disk. The device worked as intended within specification.

Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4). Because the delay on the surgery was of 30 minutes.

Event description:
It was reported that during the planning of the surgery, surgeon attempted to export patient folder from planning station 5 times following shutdowns, before it was successful.